Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a neurostimulator receiver on (B)(6) 2006. It was reported that she is not receiving stimulation. Efforts to recapture effective therapy with the use of a replacement transmitter and antenna proved unsuccessful. Surgical intervention will be undertaken to resolve this issue; however, a date for the procedure has not been set.